Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. Visual inspection revealed that the sample was returned with an unknown connector. An iso-gauge test revealed that the two piece luer lock was too small. An underwater pressure test found a leak at the connection of the two piece luer lock and the unknown connector. Therefore, the reported condition was confirmed. The root cause of the reported condition was undetermined. The manufacturing processes were reviewed and no exception was found. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) a cleaklink blood solution set in which the male luer lock adaptor has too small a diameter. This resulted in a leak at the connection site. It is unknown when or in which care area this event occurred. There was no patient involvement. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.